Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. It was reported that the pt's vessels were severely tortuous and calcified. The physician was unable to gain access to the contralateral side due to the vessel being completely occluded. The decision was made to convert the graft to an aui and a femoral-femoral bypass was performed. No clinical sequelae were reported, and the pt is reported to be fine.